Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate reading. Reportedly, 300 units of insulin was loaded into the cartridge, and the insulin gauge read 60 units of insulin. During troubleshooting with tandem technical support the contact reloaded the cartridge and received an accurate insulin gauge reading. Contact declined to provide customer's blood glucose level. There was no impact to customer's blood glucose level.